Event description:
Customer reports that her device read 314mg/dl while the clinic's device read 140mg/dl. No timeframe reported, however, customer states that she took her device to the dr to perform a meter to meter comparison. No action reportedly taken based on device results. No adverse event reported and no treatment reported. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.